Manufacturer narrative:
The instrument was returned with the flush tube missing and the luer plate detached from the chassis. The outer wall of the chassis feature that retains the luer plate was broken. Engineering eval also observed the material had been removed from the distal end of the instrument main tube. It was determined that this failure mode may have been caused by a potentially defective cannula accessory. The site will be contacted to request the return of their cannula accessories for eval. If one or more cannulae are found to be defective in a way that could contribute to the removal of material from an instrument, add'l reports will be submitted.

Event description:
It was reported that the bipolar maryland forceps instrument was not working properly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.